Event description:
The customer reported that his olympus evis exera iii video system center was presenting a b30 scope communication error. According to the initial reporter, this error code is present with multiple different scopes. Reportedly, this event occurred during procedure preparation and had no patient harm reported. This complaint is related to 5 other files. For details regarding those devices, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
There was a field service engineer (fse) on site during the reported failure mode. The technician confirmed that the contact points had already been cleaned. Upon further inspection, it was noted that the processor was functioning properly, but several of the endoscopes had water leakage present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a scope malfunction. However, the specific cause of the scope malfunction was not established at this time. Olympus will continue to monitor field performance for this device.